Event description:
Additional info was received from the customer. The customer contact reported that the pump delivered 800ml over 1 hour 45 minutes instead of the intended 140ml.

Event description:
Report received of an overdelivery. The pump was set up in 2003 at 10:00pm to deliver tpn at 80cc/hr. The customer declined to provide the volume to be infused. At 11:30pm, the patient's sitter reported to the nurse that the patient was having respiratory distress and electrolyte disturbances. The patient was treated with unspecified medications, intubation, mechanical ventilation, and was transferred to the ICU in guarded condition. When the problem was discovered, the pump reportedly had a rate of infusion that was lower than the 80cc/hr that was ordered, but the solution bag was "much emptier than expected". There was no reported leak in the tubing set or the solution bag. The customer reported that delivery of the large volume of tpn exacerbated the patient's existing poor condition. Although requested, the customer declined to provide any additional event specific information.